Event description:
The duett sealing device was deployed following an interventional procedure through an 8f sheath via the right femoral access. It was reported that the arterial puncture from the interventional procedure was above the inguinal ligament. The duett deployment was reported as uneventful, but the morning following deployment, the patient presented with signs and symptoms consistent with a retroperitoneal bleed, which was confirmed by a CT scan. Treatment consisted of surgical repair of the retroperitoneal bleed, and the event was later resolved.